Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they are travelling and their recharger won't charge. Patient said they've tried plugging it in 2-3 different times in different types of plug-ins and it always does the same thing, the lowest battery light just blinks and the recharger is completely unresponsive. Patient stated that each time they had plugged it in, it had only been plugged in for a couple minutes. Patient also said the implanted neurostimulator doesn't seem to stay charged very long like it used to, and they have to recharge it every 2 days. During the call, the patient said the battery light was only blinking on the bottom of the recharging station. Patient confirmed they haven't left it on the charging station for an extended period of time. The caller was directed to let the recharger charge for an extended period of time and call patient services back if they need further assistance/ the recharger does not charge.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9220 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back regarding the previously reported issue. The patient stated that it quit recharging and whenever it did, the charge wouldn't last very long. The patient mentioned there would only be one light on the recharger battery indicator, then it would just shut itself down completely. The patient said they had been working with a manufacturer representative (rep) and were told to just call into the manufacturer for assistance because they were thinking that the device might need to be replaced since it's already old. The patient also stated that it was very disconcerting that for a few days they couldn't recharge the device when they needed to, and it just wouldn't work. The patient was instructed to place the recharger on the dock and the patient confirmed there was a green light on the dock. The patient noted the recharger had 3 bars on the battery light, but then it went off after a while. The patient was advised that the recharger should be placed on the dock in between use. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.